Manufacturer narrative:
5054-58 lead implanted: (B)(6) 1999. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that two years ago "something shorted out" and "my left muscle around my breast would jump when it would pace". According to the patient, some "software changes" stopped the muscle from jumping. Per follow up with the clinic the atrial lead was replaced due to low impedance a high thresholds. The physician did not know what the patient was referring to regarding the muscle jumping. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.